Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/06/2014 with the following findings: the pump black box showed multiple consecutive call service 087 alarms. The pump powered on with a call service 069 alarm which could not be cleared. The pump flash chip was found to have become corrupted causing the cs 087 which presented as 069 alarms. The pump was opened and a component on the printed circuit board was replaced and reprogrammed and the pump powered on with no further alarms. The user stated that the keypad was damaged. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service 069 alarm on the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.